Event description:
A respiratory therapist called to report an n-290 pulse oximeter was left on a infant overnight and the trend data showed a constant 100 % spo2. According to the therapist, the n290 was connected to a max adhesive sensor of unk lot. The sensor was applied to the pt's foot, and was left on overnight. The cable used is unk. No blood gases were drawn. A biomed swapped sensors and the issue was isolated to the monitor.

Manufacturer narrative:
Covidien requested the return of the n-290 for failure investigation and the caller declined to return. If the n-290 is returned, a follow up report will be submitted.